Event description:
It was reported the device had an electrical reset due to a transient memory error. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that on (B) (6) 2010 at 06:35:05, the device recorded a write to locked ram power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that on (B)(6) 2010 at 06:35:05, the device recorded a write to locked ram power on reset.

Event description:
It was reported the device had an electrical reset due to a transient memory error. The device was reprogrammed. Recently, the device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated that on (B)(4) 2010 at 06:35:05, the device recorded a write to locked ram power on reset. Analysis of the device revealed normal battery depletion.